Event description:
The manufacturer's representative reported that the patient had pump refilled in 2007 and at that time, the dose was adjusted as the patient was experiencing looseness. The pump contained lioresal 2000 mcg/ml, flex mode to deliver < 600 mcg/day. During programming, the dose was entered incorrectly as 150 mcg/hour and the patient was receiving approximately 270 mcg/day. The patients spouse indicated that the patient felt well and went to bed that evening, but he was unable to arouse her the next day. She was taken by ambulance to the hospital where she was noted to be unresponsive and had a respiratory rate of 4/minute. The patient was intubated, given physostigmine, a lumbar puncture was performed and 20cc were removed, clearing the catheter. The pump was stopped and emptied. The patient awoke the following day. The pump was subsequently restarted and dosing adjustments were made to control the patient's increased spastically and itching. The patient was discharged within 48 hours and is being monitored.

Manufacturer narrative:
No medwatch form was received from the user facility; therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of information not being provided by the reporter. Despite attempts to obtain such information from the reporter. Medtronic is unable to complete form 3500a."